Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were amde to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the internal iliac, after prediliatation with a 4x15 viatrac balloon catheter, the herculink elite stent delivery system (sds) was advanced to the lesion, however, the stent was not seen. Angiography showed the stent was dislodged off the balloon, on the delivery catheter, in the sheath. The sds with the dislodged stent was removed with the sheath as one unit. There was no adverse patient effect. The procedure was completed using a 4x18 vision stent without event. Though requested, there was no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx herculink elite stent delivery system (sds) noted that blood was in the guide wire lumen, on the tightly folded balloon and stent implant. This is consistent with the reported information that the device was inserted into the patient anatomy. The stent was returned dislodged and smashed; the outer diameters could not be measured. There were three kinks in the distal shaft. The noted stent damage and kinks are likely from handling of the dislodged stent and device during packaging back to abbott vascular for analysis. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, handling of the stent during preparation for use, and/or interaction with the accessory devices during advancement. Analysis of the returned product noted that there were crimp marks between the markers of the balloon, which suggests that the stent was correctly crimped at the time of manufacture. It is possible that the rotating hemostatic valve (rhv) was not fully open, such that during advancement of the sds, it interacted with the rhv and dislodged in the introducer sheath; however this cannot be confirmed. A definitive cause for the reported stent dislodgement could not be determined. However, based on the manufacturing records review, there is no indication of a product quality deficiency and all lot release testing met specification. Reportedly, the sds was used to treat an internal iliac lesion. It should be noted that the herculink elite instructions for use (IFU) states, the rx herculink elite biliary stent system is intended for palliation of malignant strictures in the biliary tree. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Although the product is not indicated for use in the internal iliac artery, the reported off label use does not appear to have contributed to the reported complaint as the device never advanced past the introducer sheath. All stent delivery systems are 100% inspected damage during the manufacturing process. Additionally, a sampling of units is destructively tested prior to release to verify proper balloon inflation and deflation.